Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the safety valve required replacement. The technician stated that the cause of the leak was due to normal wear of the safety valve. The technician repaired the sterilizer and confirmed it to be operating properly. No additional issues have been reported.